Manufacturer narrative:
Evaluation summary: no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Because a sample was not returned an no lot number or serial number were indicated for this complaint, the root cause cannot be determined. The root cause will be reassessed upon completing the investigation. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that after a glaucoma filtration device was implanted, the pt reported a foreign body sensation. T he surgeon indicated that the flap that was created during the initial implantation was thin and caused the pt to feel an exposed plate on the shunt. The shunt was removed and the foreign body sensation resolved.